Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/15/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient described the reaction as itching, located on the right side of the abdomen. On (B)(6) 2016, the patient spoke with a doctor about the skin reaction and was prescribed steroid cream. At the time of contact, the patient was still experiencing itching. Additional event or patient information is not available.